Manufacturer narrative:
Initial.

Event description:
It was reported that the infusion set tubing caught and the infusion site was pulled off, and during the subsequent supply change the connector¿s top half broke and became lodged in the ilet insulin chamber, after which the user was unable to disconnect or remove the connector; this reflects a failure to disconnect involving the connector/coupler component. No injury or clinical symptoms or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler that resulted in an inability to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.